Manufacturer narrative:
Continuation of concomitant products: product ID 3487a-56, lot# v747151, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va005n5, implanted: (B)(6) 2012 product type: lead. Product ID 3888-56, lot# va00cjg, implanted: (B)(6) 2012, product type: lead. Product ID 3888-33, lot# v866965, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient had 2 leads implanted in the epidural and 2 leads in the sub-q location and the neurostimulator (ins) implanted on the right side. The rep reported that the left sub-q leads were not working well for the patient. The rep reported that when the device needed to be replaced, the healthcare provider (hcp) might need to revise the leads due to therapy and shocking sensation. The rep reported that the shocking sensation was when stimulation was on. The right leads were working well. The rep reported that the patient was using high settings, 7v on 4 different programs and was charging daily. The rep reported that this was normal. The rep reported that there was no appointment scheduled for a revision. The rep reported that the patient was having a pump implanted and would determined how patient does with the pump therapy before proceeding with revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was not currently using the programs that involve the subcutaneous lead so they did not have shocking at this time. The rep said that the cause of shocking sensation and leads not working well was unknown. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-56, lot# v747151, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va005n5, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# va00cjg, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v866965, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that part of the stimulator quit working and now the pain was back to where it was before. The patient stated it stopped working on the left side, she could feel it but it was like it had moved. The programmer showed that all the electrodes were working. A manufacturer representative reprogrammed it and it was better but one lead was not and it was the one on the side that was worse. The patient noted that the lead was not working and the problem had been occurring off and on for about a year and it stopped working completely the past few months. The patient mentioned her implant was set on a very high level and she knew it made the battery run down sooner and she had to charge frequently. The patient was looking for information about getting a pump because she thought if she got the pump she wouldn't have to worry about the stimulator not working. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.